Event description:
A tech placed an 18 gauge nexiva IV in the patient's right forearm and was proceeding to draw labs from the IV. In the process of drawing labs, the tech noticed that the air was being drawn in to the blood tubes. Upon completing the blood draw the patient noticed leaking of the blood from the rubber stopper at the needle exit site. When the tech flushed the IV with normal saline 10ml, there was pronounced leaking of blood and saline from the same site. IV was removed immediately from patient.